Event description:
The following has been reported: biomed reported: ticket stated service needed. Cleaned and ran test infusion. No alarms. Patient status unknown. Logs attached. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: overinfusion condition (safe state 1) set issue. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. Logs were reviewed with r&d. An over infusion event was recorded in the logs on 2/22/2025. The pump was performing an infusion with high flow and low pressure. As the infusion progressed the flow rate was increasing so the pump started to reduce pressure to help regulate the flow. After dropping the pressure, the flow rate was still increasing. The pump then began to reduce the vr angle to slow down the rate of flow. The vr angle reached 13 degrees and was still not able to reduce the flow rate. This then triggered an alarm that stopped the infusion. The pump was powered down and a new test infusion was run on 4/9/2025. This infusion was able to be completed with no signs of faults or errors. The customer complaint cannot be confirmed. Potential root cause could be related to an internal leak on the administration set which bypassed the flow dial. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections.